Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -skin flora (18 cfu/100ml), klebsiella group pneumoniae (3 cfu/100ml) and pseudomonas aeruginosa (10 cfu/100ml) the device had been reprocessed with the manual and non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4)sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. -all channels: micrococcaceae (1 cfu/endoscope) -distal end: unspecified microbes (<1 cfu/endoscope) the testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the electrical safety check failed. The angle wire was stretched. The fixing force of the guide wire was insufficient. The light guide lens was chipped. The adhesive of the bending section rubber was worn. The rubber of the remote switch 1 was worn. The biopsy channel was worn. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may be less relevant to the device. As a result of the microbiological testing performed after the reprocessing by the user facility, the growth of skin flora (18 cfu/100ml), klebsiella group pneumoniae (3 cfu/100ml), and pseudomonas aeruginosa (10 cfu/100ml) was confirmed. As a result of the microbiological testing after reprocessing by (B)(4) carried out according to the instruction manual, no bacterial growth was confirmed from the distal end. In addition, growth of only micrococcaceae (1 cfu/endoscope) was confirmed from all channels. Since similar events have occurred at the user facility in the past, olympus medical systems corp. (Omsc) recommended that the user facility be trained in how to handle the device and how to reprocess it. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.